Manufacturer narrative:
This device crb 08300 (lot 14042064) is distributed outside the united states; however, it is similar to the united states product cxs 08300. Device history record review was conducted and the product met quality requirements for product acceptance. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The physician noticed that the cypher hub cracked when it was connected to the indeflator.